Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy procedure, after firing, the staple line was incomplete distally. The handle broke off and did not fall into the patient¿s cavity. They changed the device to complete the case. No patient injury was reported.